Event description:
"Leaking oil" was noted on customer repair paperwork. On follow up it was reported that the motor leaked midway through a procedure. No information could be obtained regarding the nature of the oil leak. There were no injuries or delays in surgery. No intervention was required.